Event description:
--

Manufacturer narrative:
This ICD was explanted and will be returned to boston scientific for analysis. This investigation will be updated should additional information become available, or upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol). Based on the implant date and the therapy usage, premature battery depletion was suspected. This ICD was explanted and will be returned to boston scientific for analysis. No adverse patient effects were reported.